Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a bard temp sensing foley catheter in place. The foley catheter leaked significantly that the sheets were soaked. The patient received lasix and the catheter did not hold. Last week they also reported some leaking catheters 1-2 but again. They could not get the exact product reference number or lot number because of the packaging not being saved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "water lost via permeation". The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a bard temp sensing foley catheter in place. The foley catheter leaked significantly that the sheets were soaked. The patient received lasix and the catheter did not hold. Last week they also reported some leaking catheters 1-2 but again. They could not get the exact product reference number or lot number because of the packaging not being saved.